Event description:
Customer reported an issue with the speaker and vibrate function of the pump, noting that the volume and vibration were too quiet and that it did not make a sound for alerts as expected. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to adjust the alert sound setting to high and verified that the pump required replacement. A new pump was sent, and the customer was instructed on how to handle the return of the faulty pump and set up the replacement to ensure insulin therapy was not interrupted. Technical support confirmed shipping details and informed the customer about the steps to follow once the replacement pump arrived.